Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had recharging issues in nov as she was getting all coupling bars to fill but it was taking forever to charge the implant. The patient noticed the implant pocket was puffy so she went to her healthcare provider in (B)(6) 2019 and was told the implant had turned on its side. The patient had surgery on (B)(6) 2020 to revise the pocket. The patient was still having issues charging the implant. She had six of eight coupling boxes filled in but it took her six hours to charge from nearly empty to half. The patient had turned the antenna dial through all four positions and took off a binder that increased coupling from one or two to six. It was noted that it hurt when some pressure was applied to the incision but she was comfortable when laying down on the recharger antenna. The patient mentioned laying down gave her a better charge as she had more coupling bars compared to sitting up. The patient couldn¿t move or the coupling would decrease and she had turned the stimulation down because she was afraid the implant was eating up more battery than normal. Troubleshooting reviewed that the external equipment was operating as expected and directed the patient to follow-up with their healthcare provider to have the implant checked. The patient had an appointment on friday to check the incision. Additional information received from the manufacturer representative reported that the cause of the issue was unknown. The representative met with the patient to troubleshoot the charging issues and was able to resolve the problem she was having.